Manufacturer narrative:
Additional information: g3, h3, h6. The complaint device was not received for evaluation. Based on the information provided, which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude the most likely cause. The most likely cause of the reported failure is user error, including improper bone preparation, misaligned insertion, and/or prying or levering the device during insertion, which resulted in the device breaking. The complaint allegation could not be confirmed, as the device was not received for evaluation, and no evidence of the reported failure was provided.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On 07/10/2025, a sales representative reported via phone that an ar-8934bck 3.0mm knotless suturetak encountered breakage at the end of the anchor upon insertion in the drill hole. All pieces were retrieved from the patient, and a replacement ar-8934bck 3.0mm knotless suturetak from the same lot was used to complete the case. There was a slight delay of one minute to redrill, and no added anesthesia was administered to the patient. This occurred during a nirschl lateral epicondylitis procedure on (B)(6) 2025, with no reported patient harm.